Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced blood spatter/leakage during use. The following information was provided by the initial reporter: material no. 368656 batch no. 9158903. The needle was leaking where it attaches to the holder. Had never seen this before. Seemed like the tubes had air in them as well.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set with pre-attached holder experienced blood spatter/leakage during use. The following information was provided by the initial reporter: material no. 368656, batch no. 9158903. The needle was leaking where it attaches to the holder. Had never seen this before. Seemed like the tubes had air in them as well.